Event description:
It was reported that (1) device was used during an unknown procedure. It was reported by the affiliate that the tsw45 instrument staples malformed at the jaw tip and blood was found. Another instrument was used to complete the case. The device was discarded.